Manufacturer narrative:
Pump received with no button response due to unlocked keypad connector. Unable to verify failed battery test and perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. Also received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported the act button on his insulin pump was not working. He also stated the numbers were not ramping up on their own and that there was some response to button press. The customer also stated the insulin pump was not dropped or bumped. Customer's blood glucose was 45 mg/dl. He had treated his blood glucose with food. He also declined to troubleshoot for low blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.